Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for used to gain transseptal access. Shortly after transseptal crossing it was noted that left atrium (la) appeared smaller and the imaging physician was having a difficult time finding the transseptal wire and was sheath. A sweep was completed via transesophageal echocardiography (tee) to check for pericardial effusion. There was no effusion noted in the 4-chamber view, however when the gastric view was checked a circumferential effusion was noted. A pericardial tap was performed to treat the effusion removing approximately 250cc of bright red fluid. The initial attempt at tap resulted in the sheath entering right ventricle (rv). A second pericardial tap was then performed for a second effusion in the rv. The patient was taken to surgery repair the perforation(s) and possible hematoma near la. The physician planned to ligate the appendage in surgery. The patient remains in the hospital for recovery with no further complications. The device is not expected to be returned for analysis. It was further reported that there were no difficulty noted with transseptal puncture. It appeared to be more of an issue with la anatomy, no device issues noted. Act was above 200. The patient has been discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma and additional intervention required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific's selected the cause code of known inherent risk of device. The information within the event description suggests that the event is anticipated in nature as per the IFU as reported to bsc. The reported allegation of difficulty to visualize was not confirmed. The device has not been returned to bsc for analysis and no media was provided.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for used to gain transseptal access. Shortly after transseptal crossing it was noted that left atrium (la) appeared smaller and the imaging physician was having a difficult time finding the transseptal wire and was sheath. A sweep was completed via transesophageal echocardiography (tee) to check for pericardial effusion. There was no effusion noted in the 4-chamber view, however when the gastric view was checked a circumferential effusion was noted. A pericardial tap was performed to treat the effusion removing approximately 250cc of bright red fluid. The initial attempt at tap resulted in the sheath entering right ventricle (rv). A second pericardial tap was then performed for a second effusion in the rv. The patient was taken to surgery repair the perforation(s) and possible hematoma near la. The physician planned to ligate the appendage in surgery. The patient remains in the hospital for recovery with no further complications. The device is not expected to be returned for analysis. It was further reported that there were no difficulty noted with transseptal puncture. It appeared to be more of an issue with la anatomy, no device issues noted. Act was above 200. The patient has been discharged.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for used to gain transseptal access. Shortly after transseptal crossing it was noted that left atrium (la) appeared smaller and the imaging physician was having a difficult time finding the transseptal wire and was sheath. A sweep was completed via transesophageal echocardiography (tee) to check for pericardial effusion. There was no effusion noted in the 4-chamber view, however when the gastric view was checked a circumferential effusion was noted. A pericardial tap was performed to treat the effusion removing approximately 250cc of bright red fluid. The initial attempt at tap resulted in the sheath entering right ventricle (rv). A second pericardial tap was then performed for a second effusion in the rv. The patient was taken to surgery repair the perforation(s) and possible hematoma near la. The physician planned to ligate the appendage in surgery. The patient remains in the hospital for recovery with no further complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.